Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarms due to completely broken reservoir tube lip. Pump received with broken reservoir tube lip, missing reservoir tube o ring and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The motor was tested outside of the device and passed.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer reported they declined troubleshooting for motor error. Customer stated reservoir was broke off and missing but still able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is (B)(6) 2020.